Event description:
It was reported that during the pre-use check, the cuff got stuck to the other part of itself, which did not allow it to be inflated. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
One sample was received in it's opened original packaging. When the cuff was inflated with 15cc of air, the cuff inflated completely and symmetric around the tube. The complaint is not confirmed. No root cause could be determined since the sample successfully passed the functional test. No corrective actions were taken since the complaint was not confirmed. A device history review was performed and there were no anomalies, nonconformities, or issues found.